Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding insulin pumps were defective and could malfunction and fail to deliver the correct dose of insulin, which would pose a serious risk to her health from the attorney of the family. The reservoir will not be returned for analysis.